Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "tubing of this vamp blood management system disconnected" was confirmed. The pressure tubing had detached from the bond joint with the vamp reservoir stopcock. The detached tubing was not returned. The blood was visible inside of the vamp system and at the reservoir stopcock. A review of the manufacturing records indicated that the product met specifications upon release. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that during use, the tubing disconnected and blood leakage was observed in the patient¿s bed. It was later indicated that an alarm sounded on the monitor. The catheter was clamped and the vamp system was changed. Device was available for evaluation. There was no allegation of patient injury. Inquired of patient demographics from the reporter. Unable to be obtained. .